Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed "pacer rfu: hv capacitor energy low" during operational testing. There was no patient involvement.